Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the implant was manufactured and did not meet the thickness specifications. There were no reported adverse events however, this product failure could cause or contribute to an adverse event should it happen again.

Manufacturer narrative:
The reported event could be confirmed, as an image was provided by the design team. The investigation showed that the peek implant (ID#: (B)(4) was sent on (B)(6). For this implant dedicated recessed areas for implant fixation were requested by the surgeon and an r&d evaluation was performed. The case was designed, manufactured and sent accordingly. On (B)(6), a remake of the exact same implant design but with dura suture holes was requested by the surgeon under ID#: (B)(4). During this design phase, it was found that the first implant (B)(4) was thinner than the design limitation of 3.3 mm design in the recessed areas. This was missed in the first design phase as well as in the first performed r&d evaluation. No further action is required at this time. H3 other text: device has not been returned.

Event description:
It was reported that the implant was manufactured and did not meet the thickness specifications. There were no reported adverse events however, this product failure could cause or contribute to an adverse event should it happen again.